Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 385 mg/dl. The customer reported alarms of motor error and no delivery. The current blood glucose level was 584 mg/dl. The customer had symptoms of nausea. The customer did treat the high blood glucose level with a bolus from the insulin pump and a manual injection, five units of insulin. The customer did troubleshoot the issue and found the infusion set cannula bent. The insulin pump will not be returned for analysis; however, the infusion set will be returned for analysis.